Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure and during the transseptal phase with vizigo sheath, the patient experienced pressure drop and a large pericardial effusion treated with pericardiocentesis. The patient went into ventricular fibrillation and cardioversion/CPR unsuccessful. The patient passed away. It was reported that after the physician performed a transseptal procedure and inserted the vizigo sheath into the left atrium, the patient had a pressure drop and it was confirmed by intra-cardiac ultrasound that the patient had a large pericardial effusion. They called in an interventionalist who performed a pericardiocentesis. The patient then went into ventricular fibrillation. Attempts at cardioversion were unsuccessful, and CPR was unsuccessful. The patient then passed away. Additional information was received. The physician¿s opinion on the cause of this adverse event was that believes the vizigo sheath caused a perforation on the posterior wall. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. No ablations performed. The correct catheter settings were selected on the generator. The ngen generator was connected but not used. No issues with flow rate change at the start of ablation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 00002940 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).